Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for a defective locking mechanism with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure before use. The following has been provided by the initial reporter: it was reported that the eclipse safety shield falls off prior to use. Customer complains that the safety shield fell off prior to performing venipuncture. Complaint 2 of 2.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure before use. The following has been provided by the initial reporter: it was reported that the eclipse safety shield falls off prior to use. Customer complains that the safety shield fell off prior to performing venipuncture. Complaint 2 of 2.